Event description:
Patient with a total knee implant developed osteofibrosis. Surgical intervention is planned to exchange poly inserts.

Manufacturer narrative:
Patient with a total knee implant developed osteofibrosis. Surgical intervention is planned to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specification.